Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that during an endovascular aneurysm repair using the chimney technique (combination of an endo-prosthesis and a covered stent at the junction between aorta and renal artery), the stent located at the renal artery could not be deployed because the balloon did not inflate. The affected stent was removed but due to the specifications of this technique, another stent could not be placed as a replacement. The kidney no longer works.

Manufacturer narrative:
Engineering investigation: upon initial inspection the balloon had a large hole in the proximal balloon cone. The dimensions of the hole were 5 mm long and 2 mm wide in a radial fashion. Historically balloons are designed to rupture in a longitudinal direction. A review of the device history records indicate that the lowest balloon burst value seen on 49 units tested was 19.3 atm. The rated burst pressure of the balloon as specified on the product label is 12 atm. All balloons ruptured in a longitudinal fashion. As mentioned above if the hole in the balloon was present straight out of the package, based on its size it would have been detected during the preparation of the device. During the preparation of the device a vacuum is pulled on the balloon to evacuate any air in the catheter system. If this had been followed a vacuum would not been able to be achieved as the hole was 5 mm long and 2 mm wide. Air would have continually filled the syringe. Because of the size of the hole in the balloon the balloon did not open more than 3 mm on the distal end of the balloon. The proximal end of the balloon did not open at all. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8 atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12 atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12 atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint in addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following. Balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the results of this investigation the product appears to have been damaged at some point after the product was removed from the packaging tray. It is possible the balloon was ruptured on a fixation barb of the endoprosthesis. Clinical evaluation: because an aortic aneurysm may continue to increase in size, along with progressive weakening of the artery wall, surgical intervention may be needed. Endovascular aortic aneurysm repair (evar) is a minimally invasive procedure that is used to treat an abdominal aortic aneurysm. The procedure includes placement of a large endograft within the aorta and stent placement into the adjacent arteries as protection from occlusion by the graft. The graft is then secured via fixation barbs to prevent migration. Prolonged procedures involve increased contrast dose above the recommended 300 ml. Those patients that have increased exposure are at risk for contrast induced nephropathy (cin). Cin is a well known result of radiological procedures in which contrast media is used. Cin is a deterioration of renal function after parenteral administration of contrast media. Balloon ruptures may occur in endovascular aneurysm repairs because they may come in contact with the graft fixation barbs or calcifications in tortuous anatomy. The instructions for use warn do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered and re-crossing adjunct devices must be performed with extreme caution.